Event description:
Healthcare professional reported a patient was injected with 2 mls of juvederm volux into the chin region. About two months later, patient experienced nodules of a hard consistency in the chin area. "Late inflammation" was also noted. 9 days after onset, patient was prescribed deflazacort 30 mg for 5 days and ciprofloxacin 500 mg for 8 days. Following the treatments, patient still had the inflammation again and was prescribed prednisone 30 mg for 15 days. Event ongoing.

Manufacturer narrative:
Clarification to h6: type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.